Event description:
It was reported that the patient sought medical attention with an ambulance to the emergency room on (B)(6) 2026 with hyperglycaemia and early signs of diabetic ketoacidosis. The patient¿s blood glucose levels rose above 400 mg/dl (as shown on the controller) while wearing the pod for 31 hours, when the patient was in the hospital their blood glucose levels were measured at 24.9 mmol/l (448.2 mg/dl). The patient reported that they were not sure the cannula was seated properly in the infusion site (abdomen), that the pod was leaking insulin and that the skin around the infusion site was reddened. Reported symptoms were nausea, dehydration, confusion and dizziness. The patient called an ambulance which took them to the emergency room. The patient was determined by medical professionals to have hyperglycaemia with ketones and early signs of diabetic ketoacidosis. The patient was treated with electrolyte therapy administered intravenously. The patient was released 3,5 hours later, on the same day.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown: omnipod software app version: 3.1.6, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.